Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the plunger was confirmed based on the returned device condition. The reported difficult to remove could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to deploy the plunger appears to be related to alignment the flex-guide with body of device and the angle of tissue tract. The reported inability to remove the device appears to be related to interaction with the patient tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a left primitive iliac artery dilatation procedure. Reportedly, the sheath splitter was stuck within the exchange sheath hub. Resistance with the anatomy was felt during removal of the starclose se device. No tissue damage was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified common femoral artery was attempted using a starclose se device after a left primitive iliac artery dilatation procedure. Reportedly, the sheath splitter was blocked in the device. The plunger was not able to be depressed. The safety release was used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.